Manufacturer narrative:
Occupation: health professional (hpro). (Surgical intervention required). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used on the dorsal vein complex during a laparoscopic robotic prostatectomy, the reload did not fire correctly as there were loose staples and staples were not formed correctly. The reload was connected to a stapler and they found out that the device was not the problem as the technology was tested and used again. They used a suture on the tissue that had a partial staple line. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload was partially fired. The reload anvil was bowed. The anvil clamping mechanism was deformed. A reload single use loading unit(sulu) adapter lug was noted to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of misuse of the product that has no relationship to the reported condition. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. If information is provided in the future, a supplemental report will be issued.